Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. The tip of the trocar was melted by the ace36p. The tip of trocar fell into the patient; however, it was retrieved. Finished the case with another trocar and another shear. There was no other patient consequence.